Event description:
It was reported that on (B)(6) 2011, the procedure was to treat a calcified lesion in the left main, with a distal pseudo-aneurysm. Atherectomy was performed in the ostium of the left main and in the mid left main. Angiography showed improved appearance of the lumen. Dilatation was performed in the left main and distal left main. A 3.0 x 23 promus stent was placed at the ostium and extended down past the pseudo-aneurysm. Post-dilatation was performed, and there was improved flow in the left anterior descending artery and the diagonal artery. The ostium of the left main was not covered; therefore, a 4.0 x 8 promus stent was implanted to cover the untreated lesion, overlapping the 3.0 x 23 promus. Dilatation was performed with a high pressure balloon, for two minutes; however, there continued to be persistent flow into the pseudo-aneurysm, and a perforation was observed in the distal left main; therefore, the graftmaster stent was advanced for treatment of the distal pseudoaneurysm and perforation. It is unknown if the perforation was caused by the atherectomy device or the 3.0 x 23 promus. During advancement of the graftmaster device, some resistance was noted due to the heavy calcification; however, the stent was successfully deployed. Post-dilatation was performed, and angiography showed improved flow. The patient was discharged home on (B)(6) 2011 with a good final outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dil cath: 4.0 x 20 quantum apex, guide wire: rotowire, choice floppy, sheath: 45 cm pinnacle destination. Atherectomy: 1.75 rotablator burr. There was no reported product deficiency. Perforation is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.